Event description:
A dreamstation auto CPAP was returned to the third-party service center for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visible foam degradation. There is also a presence of cosmetic defect which are scratched ui panel, scratches on upper enclosure, damaged buttons on upper enclosure and bottom enclosure damaged. Faulty parts replaced. Device corrected. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA(B)(4), in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.